Event description:
Pt's hlth care provider approved compressor-driven wheelchair cushion because of small but slow-healing pressure decubitis on upper right thigh. Installation was performed on his wheelchair 1/29/98 and 2/30/98, and he first used it for work 2/2/98. No tests were performed by MFR's reps to verify proper fit for pt. On 2/13/98 he experienced extreme dysreflexia with blood pressure of 300/140 and was admitted to hosp. He was diagnosed with urinary tract infection and remained hospitalized with episodic dysreflexia until 2/22/98, during which time the original decubitis healed. He returned to work on 2/24/98. On 3/10/98 his wife discovered two new, ischial decubiti. The cushion mfrs reps checked the device and reported it was functioning properly and that manual tests indicated his ischia were not "bottoming out" on the plywood seat. The rep urged him to continue using the product. Pt's wife and two coworkers performed same test on 3/11/98 and concluded he was bottoming. This was reported to the MFR on 3/12/98, but he was told manual tests were unreliable and that sophisticated test equipment had proven bottoming was impossible. Pt asked such tests be performed on him, but was told the equipment could not be made available. He was urged to continue using the product. He developed dysreflexia on that day (3/12/98), with blood pressure reaching 235/110, and discontinued using the product. On 3/13/98 pt and coworker performed simple engineering tests and concluded his ischia were sitting on plywood. He reported this to the MFR on 3/13/98 and 3/16/98, urging that the product be properly tested as described by MFR. MFR refused and repossessed the product on 3/16/98. Due to complications of one decubitus, both pt and his wife are still unable to work as of 6/26/98. He remains confined to bed and under care of home hlth nurse. MFR refuses to discuss testing of product to determine whether pt bottomed out.